Manufacturer narrative:
.

Event description:
On (B)(6) 2012, one zfv6-35-80-6-80 and three zilver ptx stents (ziv6-35-125-6.0-120-ptx lot#: unk, qty: 2 and ziv6-35-125-7.0-120-ptx lot#: unk, qty: were placed in a long cto lesion in left sfa. On (B)(6) 2014, the patient complained of pain. On (B)(6) 2014, ultrasonography confirmed the occlusion due to thrombosis in entire lesion where the stents were place in all of the four stents). On (B)(6) 2014, treatment with a laser, removal of the thombi and pta was performed against this thrombosis, though which the patency of the vessel improved to more than 50%. This report relates to 1 ziv6-35-125-6.0-120-ptx device. Reference related reports 3001845648-2014-00220 and 00221. The device involved in this complaint was not available for evaluation (the stent remains implanted in the patient). With the information provided, a document based investigation was carried out. Images were requested to support the complaint investigation; however to date, no images were provided. From the complaint information and patient's pre-existing conditions it is known that the patient had known potential risk factors for thrombosis such as: long target lesion, lesion totally occluded prior to stent placement, (B)(6), hypertension and previous smoker. Based on the above, it may be noted that the patient had some risk factors that could have contributed to thrombosis event in this case. It is very unlikely that thrombosis could have occurred due to zilver ptx malfunction, however a definitive root cause of this stent thrombosis cannot be determined. The complaint is confirmed based on customer testimony. It may be noted that thrombosis is a known potential adverse effect as per instructions for use. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records could not be conducted as no lot number was provided. According to information provided, treatment with a laser, removal of the thrombi and pta was performed against the thrombosis, through which the patency of the vessel improved to more than 50%. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.